Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customers reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 600 mg/dl at the time of incident. The customer was treated with manual injection for high blood glucose level. Customer also stated that insulin pump receive insulin flow block alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08705 inches. No unexpected insulin flow blocked alarm noted during testing.